Manufacturer narrative:
Correction: the correct health effect, clinical code should have been " no clinical signs, symptoms or conditions" rather than "insufficient information".

Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the insertable cardiac monitor (icm) exhibited post-sensed t-wave oversensing. No intervention was performed. The patient¿s condition remained unknown.